Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30445432m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered air embolism requiring no intervention. On the second ablation in the left atrium, a ¿bubbles¿ error was displayed immediately after st-segment elevation was detected. Coronary angiography showed an exclusion and it was suggested that air was probably mixed in. The cause is that the a staff member, who does not usually do it, did not make the flash correctly and air was mixed in the ablation catheter. After that, st-segment decreased, and coronary angiography confirmed that the coronary arteries were passing through, and ablation was performed to complete the procedure. The physician¿s commented that the cause was human error by the staff. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On 1/31/2021, additional information was received indicating the patient was male and the patient¿s condition improved. Physician relates the cause of the event to the procedure and commented that it was caused by a human error by the staff. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).